Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the optics did not hold involving an olympus camera head. No patient injury was reported.